Event description:
It was reported that during a myosure procedure for uterine tissue removal, the "pt was leaking heavily out (of) her cervix and fluid was all over the floor". The staff performed a manual count and noted the deficit was approximately 400cc. The doctor reportedly placed a suture in the pt's vaginal area for unk reasons. Additionally, "the pt's vitals were off and her oxygen dipped to the 30's. The anesthesiologist intervened and got the pt stable". The pt went to recovery room. We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant product: serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as identification number were not provided by the complainant. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).